Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment a device crash (9040 error) occurred. The blood could not be returned to the patient. Blood loss was reported as less than 500ml. Sample is not available. Upon follow up, it was confirmed the patient completed treatment with another device. It was also confirmed that there was no medical intervention required. There have been no device repairs on the machine. No further event details were provided.

Manufacturer narrative:
Investigation: a software error and a communication error occurred which ultimately resulted in the reported system error. Review of device history record (DHR) found to be not necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. In the current event, the device crashed due to a segmentation fault, which lead to a system exception forcing the machine to enter a safe state. The available trace data is not adequate to identify the root course. At the moment, it is unclear why the unauthorized memory access occurred. In the course of our product improvement, further investigations under laboratory conditions will be carried out to find out the exact root cause of the segmentation error. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment a device crash (9040 error) occurred. The blood could not be returned to the patient. Blood loss was reported as less than 500ml. Sample is not available. Upon follow up, it was confirmed the patient completed treatment with another device. It was also confirmed that there was no medical intervention required. There have been no device repairs on the machine. No further event details were provided.